Event description:
Note: this report pertains to the second of two hologic devices used in the same procedure. See associated medwatch, MFR's report# 1222780-2011-00162. Following 2 unsuccessful cavity integrity assessment (cia) tests the physician did a hysteroscopy. No perforation was seen at that time due to the unsuccessful cia tests the physician admitted the pt to the hospital due to the possibility of a perforation. The pt was discharged home the next day. On (B)(6) 2011 the physician reported the pt is doing fine. A hysteroscopy, dilatation, and sounding (with both a metal sound and a suresound) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number not provided by the complainant. Device history record (DHR) review was conducted for the radio frequency controller. The controller was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).